Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, and since the reportable malfunction was confirmed during evaluation, the definitive root cause of the no image was due to a bad connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had not emitting an image.the event had occurred during inspection for use. There were no reports of patient harm.